Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device touchscreen was noted to be damaged and did not respond when pressed at the damaged spot. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device touchscreen responded when pressed except for the damaged portion of the touchscreen. During a review of the device history, touchscreen "button ID: invalid" and "touchscreen: fail" error codes were noted. The probable cause of the damaged touchscreen could not be determined during testing; however, the probable cause of the non responsive touchscreen was due to contamination from fluid ingress on the bottom of the touchscreen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.